Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusions sets were fell off during use on 15-june -2024. The infusion set fell off during physical activity, sweating, swimming, or bathing. The nfusion set was used for 1 day. The patient replaced the infusion set and insulin was resumed successfully. No further information available

Manufacturer narrative:
Initial and final MDR 1938391- MDR 3003442380-2024-17928- device 1 of 2.